Manufacturer narrative:
Unit alarmed unexpected restart after battery change due to broken c37 solder joint on I/b.

Event description:
Customer reported via phone call that the insulin pump had a pump error unexpected restart. A cold reset was performed. The blood glucose at the time of the incident was 200 mg/dl. The device will be returned for analysis.